Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Device received with broken battery tube threads, broken belt clip slot, partial broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system. Customer reported that drive support cap was protruded. Customer stated that accidentally dropped her insulin pump few days ago, and reservoir was no longer in place. She can no longer use the insulin pump and can not clear the error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.